Event description:
It was reported that during preparation for a stenting treatment procedure stent dislodgement occurred. The physician advanced the 4x12mm veriflex monorail stent delivery system (sds) to the unspecified lesion, inflated the balloon and noted there was no stent. The stent was found to be within the protective packaging sheath and had never come in contact with the patient. Procedure was completed with another of the same device. No patient complications were reported and patient status is fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked at 62.2cm distal to the strain relief. An examination of the balloon found that the balloon had been inflated and was not refolded. The stent was returned partially inserted inside the stent protector. There was no visible damage to the stent and stent protector. It was possible to withdraw the stent from the protector with no restrictions noted. There was no evidence of any stretching along the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent dislodgement occurred. The physician advanced the 4x12mm veriflex monorail stent delivery system (sds) to the unspecified lesion, inflated the balloon and noted there was no stent. The stent was found to be within the protective packaging sheath and had never come in contact with the patient. Procedure was completed with another of the same device. No patient complications were reported and patient status is fine.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).